Manufacturer narrative:
Technical support (ts) instructed the customer to allow the specimen tubes to clot for 15-45 minutes prior to spinning for 15 minutes. The customer was also instructed to use plain red top tubes since the tubes they had been using had not been validated by tosoh. There were no further issues reported. The probable cause of the event was operator specimen handling and use of sst tubes not validated by tosoh. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2017 the customer reported discrepant bhcg results with their aia-360. The first result was bhcg <0.5 and when it was repeated the result increased to 954.0 the lower result was not reported to the physician. The customer repeated the lower result (<0.5) with the knowledge that two days prior the patient had a bhcg result of 298.3. Biorad qc 40320 results were all in range (- 9.5, 32.1, 247.5) and substrate was last made on (B)(6) 2017. The specimen was run in an sst tube and spun for 10 minutes at a speed of 3200-3600. The customer ran a precision study to verify the sampling mean (31.0, cv 3.8%, sd 1.19). She also reported that the specimen may have had fibrin. The reported issue with their aia-360 instrument has the potential of discrepant patient results. There is no indication of any patient intervention or adverse health consequences due to the potential discrepant patient results.